Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose (bg) of 500 mg/dl associated with a suspend issue. There were no reported signs or symptoms of hyperglycemia. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. There were reportedly no recent settings adjustments. The pump had reportedly suspended itself without user intervention and there was no indication of any use error. The reporter noted that other factors that may have contributed to the alleged bg excursion include copd, a wound infection, and pain medication. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a suspend issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2015 with the following findings: a review of the suspend history indicated a manual suspend was performed on (B)(6) 2015 and deliveries were resumed after an hour. A review of the black box indicated that the suspend was confirmed; there were five ¿suspended-no basal delivery¿ warnings observed in the black box. The user alarm and warning settings had the sound set to ¿high¿; investigation revealed the audible alarms were functioning as intended. The keypad buttons were tested and were found to be functioning appropriately; no hypersensitivity was found. The pump successfully performed a rewind, load, and prime sequence and a 24 hour exercise test with no un-programmed suspends occurring. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the ok button contact was flat and did not have any spring-back. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.